Manufacturer narrative:
The customer contacted siemens and reported that cre_2 issues recurred after the service visit on 23-jan-2020. The service actions performed during this visit can be found in MDR 2432235-2020-00136 and MDR 2432235-2020-00137, which are associated with this issue. A siemens customer service engineer (cse) was dispatched to the customer's site on 24-jan-2020. The cse checked the mixer alignments and determined that mixer 1 was off centered in the reaction cuvette. The cse adjusted the mixer's position and observed that the reaction tray wash unit (wud) drier tip was close to the outer edge of the reaction cuvette. The cse adjusted the drier tip position and ran a wash and drier sequence. Then, the cse ran a precision check, which recovered acceptably. The customer also ran quality controls, which recovered acceptably. The cause of the discordant cre_2 results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant creatinine (cre_2) results were obtained on patient samples on an advia chemistry xpt instrument for three days. It is unknown whether the discordant results were reported to the physician(s). The samples were repeated on an alternate instrument. The correct results for these patients are unknown. The customer did not provide patient data. There are no known reports of patient intervention or adverse health consequences due to the discordant cre_2 results.